Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
During follow-up, the medtronic representative reported that while troubleshooting preoperatively, the surgeon was able to import the exams and use the navigation system to complete the procedure. To troubleshoot, the site had to define merge, 3d model and trajectories. A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. No additional information was provided. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported on behalf of the site that, while in a cranial resection procedure, there was an error during exam transfer with the navigation system. The site could not load planning. There was a delay of greater than one hour reported due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software analysis was unable to determine the probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.